Manufacturer narrative:
This was explanted, and will be returned to boston scientific for laboratory analysis. At this time there is no additional information. Should additional information become available this report will be updated.

Event description:
Boston scientific received information that this right ventricular (rv) lead, post implant, displayed a rise in threshold measurements, and a decrease in sensing, which indicated a partial lead dislodgment. The physician elected to explant this rv lead. The representative commented that physicians should be reminded how to successfully use the new accessories in the kit to make sure the lead is implanted appropriately. There were no adverse patient effects reported.